Event description:
Patient reported an issue with the sensor reading on the pump incorrectly displaying only 120 units of insulin in a new cartridge, causing uncertainty about the actual insulin amount. There was no reported impact to the patient¿s blood glucose level. No additional information was provided regarding the outcome of the event, and customer declined follow-up.